Manufacturer narrative:
Investigation summary: " bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode.".

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes customer reports that top is difficult to remove. The following information was provided by the initial reporter. The customer stated: "during use, the probe of the instrument hit the inner cap of the blood collection tube during the test because the inner cap of the blood collection tube was not removed. The probe of the instrument was bent and could not be repaired and continued to be used. Since this incident occurred more than once, the customer requested our company to compensate the probe fee of (B)(4).".